Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) after several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, the tip of the harmonic came off; kept saying instrument error. This problem occurred before the device was used on the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient.